Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The patient continues on lvad support on the original device. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase level drawn in clinic was elevated to 632 u/l with the presence of blood in urine. The patient was admitted to the hospital for bivalirudin therapy for threatened pump thrombosis. The lvad speed was reduced. Ramp echo showed a well-decompressed left ventricle. On (B)(6) 2016, it was reported that the hemolysis had resolved. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.